Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had battery out limit. The customer stated that he changed out the battery and got a blank screen and tried to put in several different batteries. Customer stated it showed battery out limit and may have not put the battery cap correctly. Troubleshooting was done. No blood glucose reading provided. The insulin pump is working properly after troubleshooting. No further information provided.